Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the angioplasty wire became stuck in the left ventricular (lv) lead. The lv lead was attempted but not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The stylet/guidewire was damaged and visual summary analysis of the lead indicated damage at implant. Performed destructive analysis and found the guidewire stuck and could not be removed due to its coating buckled at the lead tip. Then, was able to remove the guidewire by pulling it out from the lead distal end. No conductor distorted or blood was observed. There was nothing wrong with the lead.